Event description:
It was reported by repair work order that no motor functions were working on the bed due to the unit being locked out. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.